Manufacturer narrative:
Results: the complaint of invalid impedance from the field was confirmed. Analysis of one of the returned leads identified fractures in the stimulation end portion of the lead that corresponded to the distal end of a lab swift-lock anchor. The other returned lead passed electrical testing and exhibited normal device characteristics. There was no evidence (supporting documentation, i.e. X-rays) reported for the lead migration mentioned in the report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient underwent surgical intervention to remove and replace the leads due to lead migration and invalid impedances noted intraoperatively during the removal and replacement of the ipg (reference MFR. Report:301108-2014-2819).therapy has been restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.